Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Visual and microscopic examination of the sample revealed a slice on the proximal end of the catheter body. The slice is angled and has smooth edges, indicating contact with a sharp object (needle, scissors , scalpel, etc.) Caused the damage. Adhesive residue was also found on the catheter body near the slice. The slice in the catheter body was located approximately 7 mm from the distal end of the juncture hub. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was functionally tested by connecting each lumen to a lab inventory syringe filled with water and clamping the distal end of the catheter. When the proximal line was tested, a leak was observed in the catheter body. The leak is consistent in location with the slice found during visual inspection. No other extension lines leaked. A lot number was not provided by the customer; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The instructions for use was reviewed as part of this investigation. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure , staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The customer report of a catheter leak was confirmed by complaint investigation. The returned catheter contained one small slice on the proximal end of the catheter body. The slice's appearance is consistent with the catheter coming in contact with a sharp object. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample provided, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that agent was found to be leaking from an indwelling catheter. The device was replaced with a new one. According to the user, the leakage seemed to be from the proximal extension line.

Manufacturer narrative:
(B)(4). Potential lot# 71f18e1756.

Event description:
It was reported that agent was found to be leaking from an indwelling catheter. The device was replaced with a new one. According to the user, the leakage seemed to be from the proximal extension line.